Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp and cap being left open on unused lines is a known cause of the reported event. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell 3 of 4. The registered nurse stated that the clamps on two of the unused lines were opened and the cap on one of the lines was not tightly secured. The technical service representative explained cause of system error 2240 and advised registered nurse to make sure all unused lines are clamped and capped in the future. The registered nurse stated that the home patient will perform continuous ambulatory peritoneal dialysis to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.